Event description:
Procedure type: hip replacement. According to the reporter: when closing the skin incision, the needle broke and detached away from the suture strand and stuck within the incision. The surgeon had to cut the incision back open to remove the broken piece.

Manufacturer narrative:
(B)(4).